Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the doctor suspected that the patient¿s pump was flipped. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.